Manufacturer narrative:
No conclusion code available. The reported setscrew anomaly was confirmed in the laboratory. The vring set screw was confirmed to be damaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure due normal batter deletion, the physical was unable to unscrew a screw and the lead was capped as a result. The device was replaced as planned. The patient condition was good during and after procedure.